Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect or physical sample could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd needle pulled out of the hub, the following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Xxxxxxx event date: 03/26/2025. Issue: needle came apart. Contacts: xxxx manager contact: xxxxxxx( manager contact she provided for more information at xxxxxxxxxxxxxxx). Patient called in on behalf of incident that happened while she was getting blood work done at xxxxxxxxxxxxx, needle came apart while getting blood work completed, she was calling in to let us know this occurred and wondering if the facility can get replacements however she does not have any product info and stated we would need to contact the manager at the facility.